Event description:
It was reported that the patient¿s caregiver experienced difficulty attaching and deploying the infusion set, preferring steel cannula (cd) infusion sets over teflon sets supplied by the distributor, and requested in-person training for proper use. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by customer support and escalation for in-person training with field personnel. Investigation of this case revealed user difficulty with infusion set connection and deployment, consistent with an infusion set applied or connected incorrectly; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set handling and technique.